Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion with 70-80% stenosis in the ostium of the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated with a 2.25 balloon. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Resistance was noted during withdrawal of the device and excessive force was used. The device was not kinked and re-straightened during use. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent became stuck in a 3.0 x 26 onyx frontier stent (pli20)which had been previously implanted in the circumflex into the left main. The stent would not advance or come back. This caused the stent to dislodge. Resistance was noted during withdrawal of the device and excessive force was used. When it was attempted to extract the dislodged device, the stent broke. The detached portion was extracted separately. Everything was removed via a snare. No damage was caused to the previously deployed stent. No further patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.